Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection on a laparoscopic appendectomy procedure, the surgeon was able to press the green button but the handle as not squeezed. The stapler did not fire. It was stated that two handles had the same malfunction. Another equipment was used. There was no patient injury.